Manufacturer narrative:
Pentax model ec38-i10nl is classified as import for export, therefore 510k is not applicable. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "the scope created an alpha loop right before reaching the splenic flexure and the physician could not undo the loop and had to pass the scope through the splenic flexure with the alpha loop. Patient seemed to suffer from this. Tried to undo the loop by doing counterclockwise torque, tried clockwise torque as well." Involving pentax model ec38-i10nl/serial (B)(4). Additional information received from the facility contact stated the device was used to complete the procedure. There was no delay in the procedure and the patient did not experience any adverse events, however the patient did have pain during the procedure. The patient was not recalled for further screening and current status was ok. Input received from pentax medical advisor stated that there are some patients who cannot have a successful colonoscopy due to their underlying anatomy or surgical history. The presence of adhesions from surgery, for example, can increase the risk of unintentional looping. The medical advisor stated that looping of the endoscope is more of a function of the endoscope and patient habitus or anatomy and in general an event like this will not cause a significant increase in procedure time or risk to patient. Since the device was not returned to pentax for evaluation, pentax is reporting this event to the FDA as an evaluation could not be performed on the device to confirm any abnormalities which could have contributed to the event.